Event description:
It was reported that no pressure gauge reading. Connectors coming out. No patient involvement.

Manufacturer narrative:
Other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The problem source being user interface. DHR review was done, no issues related to the original complaint were found.